Event description:
A lead management case commenced to remove three leads: right atrial (ra), right ventricular (rv), and left ventricular (lv) leads due to infection. With use of a spectranetics visisheath, a lead locking device (lld) and a glidelight device model 500-302, the lv lead was successfully removed first, then removal of the ra lead was attempted next. However, significant lead on lead binding was encountered, so the physician then switched attempt to remove rv lead instead. Extensive manipulation of visisheath was performed in order to cross the binding. The rv lead was ultimately removed with success; however at this time patient''s blood pressure dropped. Rescue efforts commenced immediately including sternotomy. A tear in the patient''s innominate vein was discovered. The remaining ra lead was removed post sternotomy, repair of the injury was made and patient survived the procedure.